Event description:
Event description cpi received information that this patient's bipolar porous tip endocardial lead (4260) was fractured, and removed from service. At this time the physician elected to upgrade the patient's implantable pulse generator (ipg) to a dual chamber device.